Event description:
A customer reported that during surgery, the illuminator module stopped working. The system was rebooted; the issue did not resolve. The surgeon used the indirect ophthalmoscope to complete the case. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).